Manufacturer narrative:
Evaluation summary: a device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The visual inspection found no notable conditions. There was patient harm reported. The reported condition was confirmed. The investigation found wrong screws and washers used on lvps, and one screw was missing. The patient harm was reported to the product engineer eduard schlosser. The conclusion was that the cause for self-activation of the device must have been a short circuit caused by a loose screw inside the device. The investigation isolated the failure to a short circuit, but a root cause was not identified. The probable root cause was found to be a loose screw inside the device. The screws and washers were replaced with the correct type to address the condition. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that, during a procedure in which the force fx8ca was in use, the device activated on its own resulting in a 1 to 1.5 cm cut in the aorta. The tissue damage was unanticipated and resulted in between 250cc and 500cc of blood loss. According tothe reporter the bleeding led to a life-threatening situation for the patient. A blood transfusion was required and the hole was sutured closed. The handpiece in use with the generator was a non-medtronic device. Additional questions have been asked. Coronary surgery, with a 30 minute delay in the procedure. The issue was repaired with sutures and patches. 500ml of blood loss occurred and the patient required a blood transfusion. The patient was male, (B)(6). They rearranged the whole equipment, including the handpiece and generator.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure the device activated alone. Between 250cc and 500cc of blood loss resulted from 1cm of tissue damage/loss within the aorta of the patient. A transfusion was required to address the issue.